Event description:
The customer reported observing a drop of liquid on the tube cap after running a patient sample on the coulter act 5diff cap pierce (cp); the leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated. Although the leak occurred while running patient samples, the customer stated sample integrity was not affected and erroneous results were not reported outside the laboratory. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from tubing that has become loose from the probe rinse block and leaked onto the door sensor. The fse replaced the tubing on the probe rinse block and the start cycle switch resolving the leak and reported error. (B)(4).